Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, two days post implant, the patient experienced chest discomfort and the threshold had increased on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.